Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #2134265-2010-00373. It was reported that during a percutaneous intervention (pci) procedure a shaft break occurred. The target lesion was located in a unspecified calcified location. A 4.0x20mm taxus liberte drug eluting stent was selected and advanced to treat the lesion; however, the device was unable to cross the lesion due to the degree of calcification. The distal end of the stent appeared "flared up". A 4.0x16mm veriflex bare metal stent wad advanced; however, the shaft of the device broke into 2 pieces outside the touhy. The device was able to be removed from the guide catheter. The procedure was completed via poba with an unspecified balloon. There were no pt complications reported with the pt's current condition listed as "fine".